Event description:
The customer reported the system is leaking oil under the tube, and intermittently locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and high voltage cable. System operates as intended. (B)(4).